Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), batch: a000067748. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patients lead was revised on (B)(6) 2023 due to low impedance issues. Therapy restored post op. Investigation was unable to determine which lead was at fault. Related manufacturer reference number: 1627487-2023-00178.